Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information such as ram dumps etc. Is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation period of about 36 months, a loss of capture was reported. No adverse patient side effects have been reported. The pacemaker is still implanted and was not returned to biotronik. No event date was provided.